Event description:
Doctor reported a pt with a central corneal ulcer o.s. Medical records received document a pt with ocular symptoms: "can't see out of os. Started a few days ago, wears cl's, has worn glasses the last 2 days, light sensitivity." Examination of the left eye showed a small bacterial central stromal ulcer. Fluorescein staining positive. The pt was to discontinue lens wear until instructed and prescribed zymar. At a follow-up visit, the next day, slit lamp observation showed the epithelium fully intact, without evidence of stain. A single creamy-white subepithelial infiltrate existed. Slight fluorescein staining positive. The pt was to continue zymar q.i.d. For three days, and resume contact lens wear as daily wear in six days. According to the doctor, the condition resolved.

Manufacturer narrative:
The product worn at the time of event is not available and lot number info is unknown. The etiology of the event is unknown. Based on the info, no causal factors can be determined and no conclusion can be drawn.